Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable connector was severed. The root cause for the severed trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
During evaluation of a non-reportable patient death, it was found that an electrode belt had a severed trunk cable connector.